Manufacturer narrative:
The device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, the physician planned to implant a single chamber implantable cardioverter defibrillator (ICD); however, the physician stunned the right bundle while placing the lead, and the patient went into complete heart block (chb) with no rhythm for approximately eight seconds before pacing was initiated. It was noted there was no harm to the patient, and the patient remained in chb for the remainder of the procedure. The physician opted to use a dual chamber ICD instead. After the leads were connected, testing showed pacing inhibition due to crosstalk. It was noted crosstalk only occurred during atrial pacing, but not with intrinsic atrial sensing. The device was programmed vdd to eliminate the observed crosstalk. It was further noted that the patient returned to normal conduction prior to discharge. This rv lead remains in service and no additional adverse patient effects were reported.